Event description:
Another country's reporter reported that they have stopped using rt235 infant breathing circuits with the babylog 8000 ventilator due to problems they have experienced using this ventilator in high frequency mode, particularly when changing from conventional to high frequency ventilation mode. No patient consequence was reported.

Manufacturer narrative:
We are currently seeking more information regarding this complaint. We will provide a follow up report with the results of our investigation.